Manufacturer narrative:
The customer¿s report that the set was missing the anti-siphon valve (check valve) was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted the set was assembled without the check valve component and the tubing connecting the check valve to the proximal smartsite. No other anomalies were observed. Functional testing was deemed unnecessary due to the misassembled set. The root cause of the misassembled set was due to operator error of not following manufacturing process sequence during the set¿s assembly.

Event description:
It was reported that the set was missing the anti-siphon valve. "The secondary was going straight into the primary fluid". It was further confirmed, that there was no delay in patient care as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the set was missing the anti-siphon valve. "The secondary was going straight into the primary fluid". It was reported that there was no harm to the patient.